Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experience a syncopal event when it comes to this pacemaker. Presenting electrocardiograms showed that the device was operating as programmed and no out of range measurements were noted in the past seventy two hours. The device remains implanted. No additional adverse patient effects were reported.